Event description:
Baxter received a report that versacare frame had the bed moving on its own. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
Upon inspection, baxter technician ran a function test on the head section. Per the baxter service manual, perform annual preventive maintenance procedures to make sure all versacare bed components are functioning as originally designed. Hilow motor: examine the motor for the presence and tightness of the attachment hardware. Replace as necessary. Fully raise and lower the bed. If the bed does not fully raise and lower, calibrate the bed position sensor. Make sure there is no friction or abnormal noises and no audible overload indication can be heard during the movement. Make sure the bed not down led lights up on the control pendant and goes out when the bed is in low position. Replace the defective motor(s) in the event of a malfunction. Troubleshoot in the event of a doubt. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in june 04, 2026. It is unknown if the facility performed any other preventative maintenance on this bed. The baxter technician thoroughly inspected the bed and was unable to duplicate the reported issue. The bed functioned as designed. However, if the reported event of a head section not going up were to recur, it would be likely to cause or contribute to death or serious injury, therefore baxter considers this event reportable.